Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date: n/a ; explant date: n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a 29-millimeter (mm) valve was selected because the patient had a 82.6 millimeter (mm) aortic annulus. A pre-implant balloon aortic valvuloplasty (bav) was then completed with a 25 mm non-medtronic balloon. The delivery catheter system (dcs) was then inserted into the patient and advanced to the aortic annulus. Valve deployment was then initiated while in the cusp overlap view (cov). When at the point of no recapture (ponr) while the valve was positioned 3 mm from the non-coronary cusp (ncc) and 6 mm from the left coronary cusp (lcc), the valve would not attach on the left side of the annulus. An echocardiogram was then obtained which demonstrated adequate valve expansion and no evidence of an infold. With these findings, the attending physician decided to recapture the valve and remove the dcs from the patient's body. It was then decided to utilize a second 34 mm valve. The 34 mm valve was then successfully implanted.